Event description:
As reported by the user facility: a small particulate was identified in a certain lot of pinnacle 1l bags. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two (2) samples were submitted to the manufacturer for evaluation. Through visual examination, it was possible to detect a foreign plastic-like object in each of the bags provided. Each of the samples were filled with saline solutions and subsequently filtered. The results after analysis assessed for each bag the presence of a eva particle. A review of the device history record (DHR) was performed for the reported lot number, and no abnormalities or non-conformances were noted during the in process or final product inspection. Reserved samples were examined; no deviations or abnormalities were observed. Based on the investigation, the reported issue was observed. A detailed review of the manufacturing process, in-process controls, and production records was conducted. No documented deviations, process changes, or anomalies were identified for the affected batch. The evidence suggests that the foreign particles originated during the manufacturing phase. Therefore, the most probable root cause is identified as an isolated production oversight. The production department will be informed, and contamination prevention practices as well as operator awareness during manufacturing and handling activities are reinforced. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.